Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod. The patient reports the pod alarmed. When removed from the infusion site, the pod's cannula was found bent. No treatment was provided.

Manufacturer narrative:
Investigation did not find any damages, bends or kinks in the soft cannula. Fluid was able to pass through the fluid path and exit the distal tip of the soft cannula. The data downloaded by the device did not show any timeouts or drive stalls. However, the download data generated an 0x18 alarm indicating the pod had reached an empty reservoir. This is not a failure of the device but rather a safety feature of the device. The reservoir was confirmed to be at 0% of a full fill. No other damages or defects were found during the investigation.